Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. The customer did not have an alternate form of backup therapy. Reportedly, the customer would reach out to their healthcare provider to obtain backup therapy.